Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Additional info has been requested. (B)(4).

Event description:
A surgeon reported a pt with bullous keratopathy fifteen yrs following an intraocular lens (iol) implant procedure. The surgeon stated that a three piece lens had been placed in the anterior chamber by a different surgeon. No details can be obtained from the implanting surgeon as he has since passed away. This surgeon stated that the lens was "very loose" in the anterior chamber. This resulted in the pt developing bullous keratopathy and the pt ultimately had to have a corneal transplant. The surgeon indicated that she had to try to suture the lens to the iris to minimize movement, but at the time of the surgical procedure, she noted the iris was bleeding and decided to change the lens. Additional info has been requested.